Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued. Visual examination did not find any other anomalies. The reported event of stylet could not be inserted was confirmed. The cause of the reported event was isolated to the over torqued inner coil inside the connector region, consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the stylet was unable to advance through the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.